Event description:
It was reported that the patient was implanted with an ncb plate for femur, right side, underwent revision surgery due to breakage.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Since the lot numbers were not provided, the device history records could not be reviewed. With the information given so far, no further investigation is possible. The root cause for this event cannot be identified. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).